Event description:
Customer reported via phone, he was having battery issues with the insulin pump for the last week. Customer stated the insulin pump was bolusing and it stopped. The device had a blank display and he changed the battery. Troubleshooting was performed. Customer stated his blood glucose might have been 4 or 5 mmol/l. No physical damage was noted on the device. Customer stated the device was exposed to moisture as he was caught by the rain. The device was not dropped or bumped. Customer doesn't use recommended batteries. Customer stated he did have a leaky battery few months ago changed it and the device has been fine. Troubleshooting for off no power was also performed. No low battery alert occurred prior to the alarm. Customer was advised to monitor the device and a new battery cap was being sent. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.